Manufacturer narrative:
A ge oec service representative investigated the issue and found the workstation multi-output power supply was low, causing the image processor pcb to drop out. The workstation isolation transformer needed to be re-strapped. The workstation isolation transformer was adjusted to the appropriate setting to allow system to function correctly. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system reportedly had the workstation monitors intermittently go blank.